Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "sample part returned, and it was confirmed after evaluation by a subject matter expert that the jaws are bent/misaligned, which is resulting in the part not being able to load the clip properly. The alleged defective instrument was produced at the tecomet, inc kenosha, wi facility as part of a (B)(4) pc order produced in november of 2023, from lot number 06b2358399. A complete DHR for the alleged defective medical device was reviewed and found complete without any irregularities, and that this undesirable condition is suspected to have happened at end user. Based on this investigation, we feel that the failure is unrelated to the manufacturing and/or processing steps that occurred at tecomet kenosha." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use, "the applicator does not hold the ligaclip properly, it is too closed". No patient involvement.